Event description:
It was reported that customer experienced cgm error and performed pump reset, after which pump went into storage mode and would not turn back on. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through remaining pump reset steps, and successfully resumed insulin delivery, and issue was reported as fully resolved.